Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow-up, low, out of range pacing impedance was observed. Externalized conductors were observed under fluoroscopy. The lead remains implanted. The patient was in good condition and will continue to be monitored via remote transmission.